Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the device was manufactured more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the defective video connector socket resulting to image loss could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Report source: (B)(6). The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The image was not present due to a failure of the video cable connectors. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus visera video system center was experiencing image failure. Additional details relating to the patient and the event have been requested, but are unknown. There was no patient harm or consequence reported as a result of this event.